Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2024, it was reported that the patient was awakened by his spouse due to a cgm alert indicating a low glucose reading of 45 mg/dl. The patient was sweating, but a confirmatory fingerstick showed a reading of approximately 80 mg/dl. No calibration was performed. The patient consumed orange juice, and the cgm readings began to rise. He then returned to sleep. Between 2:00¿3:00 am, another low glucose alert occurred, showing a cgm reading of 51 mg/dl. No fingerstick was taken at this time, as the patient had lost consciousness. Emergency services (911) were called, and paramedics arrived within five minutes. The patient received an intravenous glucose injection. Approximately 30 minutes later, the patient regained consciousness. The cgm reading had risen to 200 mg/dl. A fingerstick was performed, but the patient could not recall the exact value, though it was reportedly similar. The paramedics did not transport the patient to the hospital, as his condition had stabilized. No calibration was performed throughout the incident. At the time of the report the patient was feeling good. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.